Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error noted in formatted history file due to software error. Unit received with minor scratched lcd window, faded serial number label and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in (B)(4). However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed software error. Troubleshooting was not performed. Insulin pump will be returning for analysis.